Event description:
Patient stated he received an 04 (occlusion) error when he was attempting to bolus for high blood glucose. He stated his blood glucose was 500 mg/dl and his target range is around 200 mg/dl. He stated that he did not have any symptoms of high blood glucose. He stated he changes his site "sometimes once a week." The patient was advised to disconnect from his infusion site and he was able to bolus 2 units of insulin in the air. The patient was advised to change his infusion site. The patient was uneasy and did not want to answer troubleshooting questions. The patient then disconnected the call. Upon follow up the patient stated that changing his infusion site resolved his issue and he again disconnected the call. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.